Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-125mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 237mg/dl and 217mg/dl fasting. Reviewed meter memory (B)(6). Customer calling stating true meter is reading higher when compared to a competitor's reading .customer states obtained results of 210mg/dl, 200's and 180 mg/d using the true balance meter and when compared to results received using competitors 's meter customer obtained 110mg/dl, 115mg/dl and 133 mg/dl. Customer is not able to provide specific dates for results using our true balance meter that is concerned about.

Manufacturer narrative:
(B)(4). Meter returned on 3/14/2016 and report submitted on 3/22/2016 as initial including the device evaluation. Customer returned test strip on 4/5/2016 and all test results acceptable. No defect found most likely underlying root cause of malfunction: user had an inaccurate reference. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-125mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened 1/16/2016. Customer performed a back to back blood test and obtained 237mg/dl and 217mg/dl fasting. Reviewed meter memory: a 169mg/dl (B)(6) 2016 12:00:00 am fasting:yes; a 196mg/dl (B)(6) 2016 04:02:00 pm fasting:yes; a 146mg/dl (B)(6) 2015 05:11:00 pm fasting:yes; a 138mg/dl (B)(6) 2006 10:39:00 pm fasting:yes; a 152mg/dl (B)(6) 2016 09:25:00 am fasting:yes. Customer calling stating true meter is reading higher when compared to a competitor's reading. Customer states obtained results of 210mg/dl, 200's and 180 mg/d using the true balance meter and when compared to results received using competitors 's meter customer obtained 110mg/dl, 115mg/dl and 133 mg/dl. Customer is not able to provide specific dates for results using our true balance meter that is concerned about.